Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting for occlusion issue. Reportedly, the customer reverted to an alternate method of insulin therapy.